Manufacturer narrative:
During the explantation for eri, a portion of the lead would not come out of the header. The analysis from the MFR is pending.

Event description:
The device was at eri (elective replacement indicator) and it was reported that during the explantation procedure the lead would not come out of the header on this pacemaker. Please note the pacemaker and lead were implanted for over 12 years.